Event description:
It was reported that the device failed to charge up to a selected energy during pt treatment, only charged up to 8 joules, on battery and ac power. Users immediately obtained another defibrillator and treated pt. The pt survived and the reported issue had no adverse effects.

Manufacturer narrative:
(B) (4): customer's biomedical technical received the device in the on condition right after the incident. Biomed turned the device off/on and observed proper device operation. Biomed was unable to duplicate the reported device failure to charge. The device was returned back to service. Customer declined physio-control's offer to evaluate device.